Manufacturer narrative:
(B)(4). The device a was received in good physical condition. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was tested on a generator and it was found that the hand activation max button was not functional. However, it worked properly with foot switch assembly. No conclusion could be reached as to what could have caused the hand activation button to be working intermittently. Device b was returned with the blade scratched and cracked. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was tested with a generator and an error code 5 was displayed. In addition, the hand activation min button was not functional. However, it worked properly with foot switch assembly. No conclusion could be reached as to what could have caused the hand activation button to be working intermittently. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. It is possible that the devices returned may have been used to complete the procedure and is not the device complained about. Device b (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time

Event description:
Per user facility medwatch form, #2000330000-2011-8010, during a laparoscopy, resection of pelvic endometriosis procedure the first harmonic placed on the field would not work at all (package thrown out). The second harmonic was working, then stopped and the ends were burnt off. There was no patient consequence.